Manufacturer narrative:
Product ID: 3889-33, lot# v172550, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).

Event description:
It was reported the patient had unspecified vaginitis and vulvovaginitis. The patient was prescribed terazol vaginal cream at bedtime for three days and amoxicillin. It was stated this was a new illness or injury and there were no symptoms listed. It was reported the patient¿s issue resolved without sequelae on (B)(6) 2009.